Event description:
(B)(4).same case as MFR ID: 2134265-2010-03168, 2134265-2010-03170, 2134265-2010-03172.same patient as MFR ID: 2134265-2008-02730, 2134265-2008-02729, 2134265-2010-02922, 2134265-2010-02920, 2134265-2010-03166, 2134265-2010-03171.it was reported that post a stenting treatment procedure, restenosis occurred. The 95% stenosed, 40mm long, de novo, non-bifurcated target lesion was located in the mildly calcified and mildly tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75 and timi 3 flow. The lesion was predilated with a 2.0x30mm maverick balloon at 20atm followed by placement of a 2.4x24mm express2 stent distally at 16atm and a 2.75x20mm express2 stent placed proximally and overlapping at 20atm. The stents were then post dilated with a 2.75x12mm quantum maverick balloon at 18atm resulting in 0% residual stenosis and timi-3 flow. There were no complications and the patient was discharged 12 days later in good condition. At 409 days post index procedure, in stent restenosis was revealed at the 13 month study follow up visit. The event was treated with a cutting balloon with good results and the event was considered resolved the same day. There were no patient complications and no prolonged hospitalization. It is the opinion of the physician that the event is definitely related to the express2 monorail study devices.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)